Manufacturer narrative:
A product investigation was completed: the investigation of the returned article has shown that the tip of the instrument is twisted as complaint. The lettering of the instrument is partial not well readable anymore. Unfortunately we are not able to determine the exact cause which has led to this occurrence; it is likely that a mechanical overload situation has led to the damage. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in october 2011 and thus this instrument was reprocessed a lot of times. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review of the investigation findings, which were completed on (B)(6) 2015, it has been determined that the complainant part is now non-reportable. There was no delay to surgery and no harm to the patient. The investigation confirmed that the tip was twisted, not broken. This issue is not likely to result in patient harm or the need for additional medical or surgical intervention. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon further review of the investigation findings, which were completed on (B)(6) 2015, it has been determined that the complainant part is now non-reportable. There was no delay to surgery and no harm to the patient. The investigation confirmed that the tip was twisted, not broken. This issue is not likely to result in patient harm or the need for additional medical or surgical intervention.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: DHR review for part#388.536, lot#6748985, release to warehouse date: (B)(6) 2011, supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the top of the awl is twisted and broken. It happened during surgery, no delay to surgery time and no effect to patient. Another product was used to complete the surgery. This report is 1 of 1 for (B)(4).